Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the resolution clip device clip would not come out of the sheath. The procedure was completed with another of the same device without any pt complications. Patient is "good".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.